Manufacturer narrative:
Corrected information has been provided in h3. Hematoma/major bleed/access site adverse event: the cause of the access site adverse event was patient related as bleeding was occurring prior to pump insertion. Thrombosis: the cause of the injury was not determined due to insufficient clinical details. High or saturated pump flow: returned product had biomaterial wrapped around the impeller and reproduced low flows, but not saturated flows. However, without data log review, it could not be confirmed whether this biomaterial observed on return product caused saturated flows during support and distinguish if it was an ingestion or buildup event.

Manufacturer narrative:
D4. Catalog updated

Manufacturer narrative:
D9: added devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the left femoral artery in a 64-year-old female with known coronary artery disease who presented with ami-cgs, scai stage e. The patient required va-ECMO and mechanical ventilation for respiratory support. The purge composition consisted of d5w. The patient underwent coronary angioplasty with ptca and stent placement. Prior to device insertion, baseline laboratory values were as follows: hemoglobin 6.5, hematocrit 19.5, platelets 145, alt 65, lactate 6.6. During the course of support, the patient experienced hematoma formation and a major bleeding event. Thrombosis was also reported, and the impella cp was subsequently removed as part of clinical management. The patient remained on ECMO during management of these complications. Given the patient¿s severe shock state and pre-existing laboratory abnormalities prior to insertion, the reported bleeding and thrombotic events are consistent with the severity of the underlying condition and the known risks associated with advanced mechanical circulatory support and high-risk coronary intervention. The patient survived.